Manufacturer narrative:
The date of event changed from (B)(6) 2016 and the date of this report changed from (B)(6) 2016.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/28/2016. The fse found that the cbc lyse pump and actuator were faulty. The fse replaced the pump and actuator, which repaired the vote outs. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer was generating vote outs for white blood cell (wbc) counts. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.